Manufacturer narrative:
(B)(4). Report source: (B)(6). Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2020 - 03907, 0001825034 - 2020 - 03908. Reported event was confirmed by visual examination of device. Device history record (DHR) was reviewed and no discrepancies related to the reported event were found. The root cause of the foreign debris is the operator not following the work instructions provided. The root cause of the damaged blister is likely due to transit damage. Evaluation of the returned product/photographs provided confirmed the sterile packaging blister is damaged. Further evaluation found foreign debris is present inside the sterile packaging, and the sterile packaging remains sealed. The sterility has been breached. The likely condition of the device when it left zimmer biomet is non-conforming to specification. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during an investigation of circulated items. Several devices were identified as having sterile packages damaged. Upon examination of device for reported packaging damage, it was discovered that the sterile packaging was not compromised but contained a foreign debris. No patients were involved. No additional information is available.